Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient reportedly no longer felt stimulation and went to the hospital for device diagnostic testing. The elective replacement indicator was no, indicating that the generator was not at end of service. Lead break is suspected.